Event description:
It was reported that infection and erosion occurred. The implantable pulse generator (ipg) and the right atrial lead were removed. The left ventricular lead was removed from the coronary sinus to the right atrium. The lead became stuck and was unable to be retracted. Multiple angioplasty wires and stylets were attempted to straighten the lead to facilitate removal without success. The lead was abandoned and will be removed at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).